Event description:
It was reported that the device presented a cassette not attached alarm. No patient injury was reported.

Manufacturer narrative:
Operator of device: is unknown. No information provided to date. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluated by manufacturer: updated. Device available for evaluation: updated. Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found it in good condition, tamper seal was intact. There was evidence of the error found in the event history log. The customer reported problem was verified/duplicated during start up. Upon attaching the cassette, there was a cassette not attached properly error alarm. The investigation found that a defective/inoperable downstream occlusion sensor as the cause of the reported problem which was replaced accordingly as corrective action. The root cause of the reported problem was unknown. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously., corrected data: correction: d4: catalog number: (B)(4). Correction: d4: model number: 2120.